Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to receive effective therapy. Reprogramming to provide resolution was unsuccessful. X-rays were taken and revealed lead migration via the pt's 3163 lead. As a result, the pt will undergo surgical intervention.